Event description:
The customer reported a malfunction resulting in a leak greater than 4.5 lpm during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensors were replaced to resolve the issue. No patient information provided to date after calls to customer contact (B)(6)2012 and(B)(6)2022 . Legal manufacturer: hcs madison - (B)(4).